Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator. The patient noted the reason for the explant was lack of efficacy. The clinical specialist met with the patient in (B)(6) 2025 due to a red light on their remote and their battery had died. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201, serial number: batch/lot number: model/catalog description: tined lead, unique identifier (UDI) #: model number/catalog number: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Correction: block b1: added product problem.

Event description:
It was reported the patient had surgery to explant their neurostimulator. The patient noted the reason for the explant was lack of efficacy. The clinical specialist met with the patient in (B)(6) of 2025 due to a red light on their remote and their battery had died. There were no patient complications as a result of this event.